Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection revealed no abnormalities. Lead resistances measured normal. Device operates differently than expected allegation was not confirmed.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown reasons after six months of being implanted. Lead was replaced with the same model number and remains in service. No additional adverse patient effects.

Manufacturer narrative:
The product has been received for analysis. This investigation will be updated should pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown reasons after six months of being implanted. Lead was replaced with the same model number and remains in service. No additional adverse patient effects.